Event description:
Rptr indicated that pt presented for routine office where high lead impedance was obtained during system diagnostic testing indicating a possible lead malfunction. Pt x-ray were subsequently taken and sent in to MFR for assessment. Review of x-rays yielded a possible lead discontinuity, which was noted to be adjacent to one of the pt's tie-downs. Revision surgery is likely.

Manufacturer narrative:
Pt x-rays assessed by MFR. Lead discontinuity noted during review of x-rays. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.